Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient experienced pain at their neurostimulator site. The patient cannot walk and is attributing this to their device. The patient has been hospitalized three times in one month for pain. The stimulation may have ben off during their stay at the emergency department. The patient was advised to seek medical attention for the pain; however, the patient has tried to contact their physician but is unable to get an appointment. The patient confirmed that their stimulation is currently off. It is unknown if the patient was prescribed medication for the pain, and next course of action remains unknown as well. The patient has not returned any calls.

Event description:
It was reported the patient experienced pain at their neurostimulator site. The patient cannot walk and attributed it to their device. The patient has been hospitalized three times this month for their pain, the last visit was this past sunday. The stimulation may have been off during their stay at the emergency department. The patient was advised to seek medical attention for the pain. The patient has tried to contact their physician, but they will not give the patient an appointment. The patient confirmed their stimulation is currently off. The clinical specialist did not know the patient was experiencing pain; therefore, they are unaware if medication was prescribed to the patient. The clinical specialist is not sure what is the next course of action for the patient as they were unaware that the patient reported pain. The patient has not returned any calls.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.